Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 3-4 functional mitral regurgitation (mr) and high chordal density for mitraclip procedure. During the procedure, a mitraclip was placed on the anterior and posterior leaflet. It was determined that a single leaflet detachment (slda) occurred and clip was no longer attached to the posterior leaflet. Additional mitraclip was implanted on lateral side of the first clip successfully for stabilization. The final mr was grade <1. There were no clinically significant delays or adverse patient sequela reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) appears to be related challenging patient anatomy (high chordal density) and difficulty imaging/shadowing. The reported poor image resolution appears to be related shadowing from sgc after septum crossing. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and high chordal density for mitraclip procedure. During the procedure, a mitraclip was placed on the anterior and posterior leaflet. It was determined that a single leaflet detachment (slda) occurred and clip was no longer attached to the posterior leaflet. Additional mitraclip was implanted on lateral side of the first clip successfully for stabilization. The final mr was grade <1. There were no clinically significant delays or adverse patient sequela reported.